Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported that during a anterior cruciate ligament surgery the composite material has broken-off proximally during insertion. The part which broke off remained in the patient. No harm for patient, operator or third party was reported. The surgery was finished successfully with the same device anyway. It was not necessary to switch the surgical technique or do a second surgery.